Event description:
Private duty nurse in the home found that the external tubing of the trach was partially broken. It was removed and replaced by another trach. No harm noted by nurses or pt's mom. Pt is trach/vent dependent. He was recently discharged from hospital, this hospital is part of children's healthcare. This trach was one that was provided by the hospital before discharge. Trachs are changed on a weekly basis and then cleaned by a nurse or the family member caring for the pt in the home. It can then be re-used when it is time for the weekly change. Dates of use: approx 1 week, 2008. Diagnosis or reason for use: chronic respiratory failure.